Event description:
The affiliate reported the customer alleged discrepant troponin I (accutni) results, for one patient, involving unicel dxc 600i synchron access clinical system. The initial result was within the normal reference interval. Subsequent testing produced a higher result, above the acute myocardial infarction (ami) cutoff. The customer performed a second test and repeated the same high result. An amended report was issued. The initial result was not released out of the laboratory. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse performed troubleshooting with technical support engineers. The fse could not detect any system motion errors or level sense errors. The fse continued troubleshooting and observed the ferrule and nut on the main pipettor were loose and required tightening. The fse verified ultrasonic voltages, pipettor alignments, and service loop function. The fse verified repairs by performing quality control (qc) within the customer's established limits and a passed high sensitivity system check within system specifications. The unit conformed to the manufacturer's performance specifications.